Event description:
When a pd pt attempted to disconnect from the disposable y set, the clamp did not fully compress the tubing after breaking the connection to the fill bag. This caused the solution to spill from the catheter of the pt onto the floor. The pt went directly to the hospital and was administered antibiotics. There was no confirmed infection, the antibiotics were administered as a prophylactic measure. The sample is available for evaluation.